Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - did this event contribute to any patient adverse event? If yes, please explain. - please provide the lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2026 and absorbable hemostat was used. During surgery, hemostatic gauze was used and it was found that the unopened hemostatic gauze was not tightly sealed. The touring nurse provided hemostatic gauze again, and the surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.